Manufacturer narrative:
Evaluation: the cannula and dilator were received in a double plastic bag. The original packaging and protective sheath were not returned. The customer report of cracked was confirmed; however the cracks were found on the blue dilator provided with the device. The device is not supplied with a blue connector. Multiple cracks were observed at the tip of the blue dilator. The larger cracks were approximately 0.29 inch and 0.21 inch in length. Dried blood was visible in the tip region of the cannula. Dried blood was also visible inside the dilator. The portion of the cracked dilator was peeled back for further examination and the dilator characteristics appeared normal. The internal diameter of the dilator was not occluded or malformed. A lot number was not reported, therefore a device history review could not be performed. The root cause of the damaged dilator tip could not be determined. No additional information regarding the source of the cracks was provided. No difficulty of device usage was reported. Contrary to the report, the device and dilator appeared to have been used as evidenced by dried blood observed inside the dilator lumen and inside the cannula. A manufacturing defect could not be confirmed. The issue could not be traced to a manufacturing error or product design issue; hence a product risk assessment will not be initiated. A CAPA will not be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the sales rep that the tip to the introducer was reported cracked.

Manufacturer narrative:
Received (1) cannula, model femii020a, with inserted dilator. Dry blood was visible on cannula body and dilator. Evaluation summary: customer report of crack was confirmed. Multiple cracks were found at tip of the dilator. The major cracks were approximately 0.29" and 0.21" in length. Dry blood was evident at the cracks. No visible damage was observed from cannula body. Sample was sent to (B)(4) for further evaluation. Visual examination was performed under microscope at 10x magnification. Measurement were made from ruler. Device is currently under further evaluation to determine root cause.

Manufacturer narrative:
Additional information: the defect was confirmed, and a manufacturing defect was confirmed. The root cause can be linked to supplier¿s processes. This complaint file was review as part of a complaint file review of previously reported dilator complaints after the initiation of a product recall for the fem dilators. This review looked back to 2009 in which supplemental mdrs will be submitted due to the confirmed manufacturing defect along with a reported patient injury which resulted in an additional surgical procedure. This specific complaint report did not include a patient injury. The root cause was initially indeterminable; yet was re-evaluated and confirmed on march 19, 2014. As a result a supplier corrective action and product recall have been initiated for the femoral cannula dilator. Trends will continue to be monitored through edwards quality system and additional information relayed as discovered.